Manufacturer narrative:
The event unit return to applied medical for evaluation, along with a photo and video footage of the event unit. The video footage provided by the complainant confirmed that the clip was not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparascopic cholecystectomy. Event description: the clip applier was used during a laparoscopic cholecystectomy. The first clip misfired (the clip fell out of the jaws before it was used to occlude the cystic artery or duct). Dr then removed it from the trocar and tested it outside the patient. The clip was stuck inside the jaw and he had to remove it manually with his hands. He asked me to open a new clip applier and said that the same happened the day before. I opened a new clip applier with a different lot nr. It worked fine and the procedure was completed without further interruptions. Please note that dr (name redacted) has been using the ca500 for well over 10 years. He used it with applied threaded ports. Additional information received from distributor via product complaint form on 27jun2025: after skeletonizing the cystic duct, he wanted to clip the cystic duct, but the clip applier did not close properly. He was firing the clip applier as per usual, he is very well trained with our products. It "spit out a clip without closing, he tried it a few times until he said we need to open a new device. There was one faulty clip still stuck in the jaw when they handed the instrument to me. As soon as the dr fires the clip applier the clips come out but they do not close properly, it only closes a little bit, therefore dr had to fire a few times to try and clip off the cystic duct but eventually asked for a new clip applier as this one did not seem to work- it had a few faulty clips coming out, one after the other. We had to open a new clip applier to finish the procedure. We eventually opened a new clip applier after he fired a few times, and the clips came out without closing. Upon review of the available materials on 27jun2025, it was observed that no clip was seen loaded in the jaws of the device. Additional information received from distributor via email on 04july2025: the clip was closed on a cystic duct. Yes, the clip fully loaded into the jaws upon actuation but then releases the clip after firing still in the u shape. The clip that did not close, it was still in the u shape. It did not close at the apex or tip. Yes, but the problem occurred before the cholangiogram. Yes, he is a frequent user and uses the clip applier weekly. It happened to another surgeon later that week as well. Additional information received from an applied medical representative via email on 21aug2025: the incidents occurred at 5 different hospitals. [Complaint reference numbers] occurred at the same hospital. [Complaint reference numbers] occurred with the same surgeon but [complaint reference number] was done at a different hospital than the rest. Intervention: we eventually opened a new clip applier after he fired a few times, and the clips came out without closing. Patient status: no harm was done.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparascopic cholecystectomy. Event description: the clip applier was used during a laparoscopic cholecystectomy. The first clip misfired (the clip fell out of the jaws before it was used to occlude the cystic artery or duct). Dr then removed it from the trocar and tested it outside the patient. The clip was stuck inside the jaw and he had to remove it manually with his hands. He asked me to open a new clip applier and said that the same happened the day before. I opened a new clip applier with a different lot nr. It worked fine and the procedure was completed without further interruptions. Please note that dr (name redacted) has been using the ca500 for well over 10 years. He used it with applied threaded ports. Additional information received from distributor via pcf on 27jun2025: after skeletonizing the cystic duct, he wanted to clip the cystic duct, but the clip applier did not close properly. He was firing the clip applier as per usual, he is very well trained with our products. It "spit out a clip without closing, he tried it a few times until he said we need to open a new device. There was one faulty clip still stuck in the jaw when they handed the instrument to me. As soon as the dr fires the clip applier the clips come out but they do not close properly, it only closes a little bit, therefore dr had to fire a few times to try and clip off the cystic duct but eventually asked for a new clip applier as this one did not seem to work- it had a few faulty clips coming out, one after the other. We had to open a new clip applier to finish the procedure. We eventually opened a new clip applier after he fired a few times, and the clips came out without closing. Upon review of the available materials on 27jun2025, it was observed that no clip was seen loaded in the jaws of the device. Additional information received from distributor via email on 04july2025: the clip was closed on a cystic duct. Yes, the clip fully loaded into the jaws upon actuation but then releases the clip after firing still in the u shape. The clip that did not close, it was still in the u shape. It did not close at the apex or tip. Yes, but the problem occurred before the cholangiogram. Yes, he is a frequent user and uses the clip applier weekly. It happened to another surgeon later that week as well. Intervention: we eventually opened a new clip applier after he fired a few times, and the clips came out without closing. Patient status: no harm was done.